Event description:
It was reported that the sensor had a needle guard which came away from the sensor, exposing the electrode. The caller stated that she was unable to try insertion of the sensor as a result of the anomaly. She reported that this occurred as soon as the packaging was opened. The blood glucose reading was 12.3 mmol/l. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.